Manufacturer narrative:
Medwatch was received from the user facility and is attached. The user facility report has no report number.

Event description:
This basket successfully engaged a stone. Resistance was encountered upon removal of the basket from the ureter at the pelviureteric junction. Continued manipulation resulted in detached of the protective sheath and handle from the basket and entire wire assembly. In an attempt to remove the basket and wire, continual manipulation was exerted against resistance. The basket with the encapsulated stone was subsequently removed, however, ureteral damage at the pelviureteric juncture necessitated a nephrectomy. The pt 's condition is good and has since been discharged. The device has been destroyed by the user facility and is not available for eval. Therefore, no failure analysis will be performed. Follow up indicated the device functioned appropriatedly, however, withdrawal of the device and encapsulated stone met with resistance. Continual exertion against this resistance contributed to this evnet. Co does not attribute this event to the device. Co's directions for use state: "if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force."